Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected episodes of sinus tachycardia (st) as ventricular tachycardia (vt). The device remains in use. It was also reported that the patient received possible inappropriate shock. The root cause of the detection issue was large and wide t-waves due to right ventricular (rv) lead t-wave oversensing (twos). Sensitivity was increased but twos continued to occur. The polarity was switched to integrated bipolar. The lead remains in use. No further patient complications have been reported as a result of this event.